Event description:
It was reported that a user on day three of ilet use experienced hypoglycemia after announcing a ¿usual for me¿ meal and eating less than usual; coaching was provided on early-use learning and meal spacing, and the event was treated with oral glucose per standard guidance. Symptoms included a blood glucose low to 53 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with orange juice and a cookie, brief duration of hypoglycemia, no medical intervention, no assistance required, and recovery to range. Investigation included customer interview, review of use conditions, and troubleshooting and education regarding meal announcements and early ilet adaptation. Investigation of this case revealed no device malfunction and suggested use-related factors consistent with the learning phase of automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to early therapy adaptation and meal variance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.